Event description:
It was reported that during use, in a subacromial decompression of the right shoulder, the pump was alarming and it was noted that the pt's shoulder was hard and distended. The surgery was stopped, the pt was observed throughout the day and sent home later that day. It was reported that the pt is doing fine and will be rescheduled for this procedure.

Manufacturer narrative:
Investigation results: this device has not been returned to conmed linvatec for eval and therefore, an investigation could not be completed. If the pump is rec'd, a follow-up report will be sent.